Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her infusion sets broke apart and has experienced high blood glucose of 400 mg/dl. Customer indicated that one set broke at the reservoir and another set broke at the site. Customer indicated that she noticed that they had broken about ten hours after she took a shower. Customer is calling to report the incident and did not have any further information to provide.